Event description:
The doctor claims that the graft was implanted to repair a ruptured abdominal aortic aneurysm. During the procedure, a small amount of blood was lost through the graft's bifurcation area. The leakage was stopped after 10 minutes of restriction (prevented the continual leakage). The device was left in. The pt is doing well.